Event description:
The target lesion was the distal left circumflex artery (lcx). The vessel was a de novo, slightly tortuous and not calcified. It was unk if the lesion was de novo. There was 90% stenosis. Fire star was delivered to the lesion and dilated at 12atm without problem. The fire star was deflated and dilated at 12atm again, but the distal section of the balloon was inflated bigger than mid or proximal section visually. The fire star was retrieved from the pt, and the physician found a pinhole rupture on the balloon at distal shoulder section. Because the lesion was already inflated enough, a taxus stent was implanted at the lesion and the procedure was safely finished. There was no reported pt injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.